Manufacturer narrative:
Medical device problem code - 1494: off-label use (under 21yrs of age at date of implant). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo_13.2; -8.0/1.0/073 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The surgeon reports there was a foreign particulate found on a sfc45 cartridge during the loading process. Lens remains implanted. The cause of the event was reported as the device. Problem is not resolved.